Event description:
It was reported that prior to a procedure using an ambient super turbovac 90 with ifs wand, the wand did not work upon plug in. Due to this event, the procedure was not completed, as they had no back up devices. There were no patient complications reported as a result of this procedure.